Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred intermittently. Customer's blood glucose (bg) level was 200-299 mg/dl. Customer performed a supply change to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.